Event description:
Disassembly of the sphere from the baseplate resulting in wear to the poly insert. Revision surgery required.

Manufacturer narrative:
Device history records reviewed. Device history records showed device was made to specification. Visual examination of the device shows glenoid sphere is scratched. The wear of the poly insert is a result of contact between the insert and the scapula. The metaphysis is also scratched. Wear on the insert is a result of the disassembly of the sphere from the baseplate. X-rays were reviewed but it was not possible to assess the impaction of the glenoid sphere on the baseplate. This is the initial report submitted regarding this surgical event and medical device.